Event description:
Enseal device opened to fill and connected, but device was not cutting the tissue. Reset tool, unplugged and plugged back in but still did not work. Had to replace item. FDA safety report ID# (B)(4).